Event description:
It was reported that revision surgery was performed in (B)(6) 2012. The devices were implanted in (B)(6) 2004. Tenderness over greater trochanter reported in (B)(6) 2005. In (B)(6) 2008 the patient complained of the hip giving way when bending down and clicking.